Manufacturer narrative:
(B)(4). Date sent: 10/02/2019. Date of event: unknown. The lot was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported via journal article: title: laparoscopic conversion to roux en y gastric bypass after failed magnetic sphincter augmentation for gerd author/s: pullatt r., crowley n., axiotis d., taylor j., kim d. Citation: surgery for obesity and related diseases. 2017 oct; conference: 34th annual meeting of the american society for metabolic and bariatric surgery, asmbs 2017. United states. 13 (10 supplement 1): s45-s46. This case aimed to present a (B)(6)-year-old male (bmi of 38) with recalcitrant gastroesophageal reflux disease (gerd) who had undergone a magnetic sphincter augmentation (msa) using linx (ethicon) for gerd. The patient reported that he had no relief from gerd and had worsening dysphagia. The patient was counseled on different options and chose to undergo a gastric bypass. Additional report of difficulty in removing the beads (linx) was noted. This removal can be challenging as each of these beads appear to have individual capsules around it.